Event description:
It was reported that during a vats pulmonary lobectomy procedure, the staple line disrupted. The case was converted to open thoracotomy procedure. The case was extended approximately 60 minutes. There was no adverse patient consequence.